Manufacturer narrative:
Device was used for treatment, not diagnosis device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon was using (sun) simplified universal nail for femur but the nail got bent from the dynamic hole. This report is for 1 of 1. (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. An evaluation was performed on the returned device. The manufacturing review shows that the nail was very badly damaged. These damages around the locking hole as well as on the interlocking point are so severe that it can be clearly stated that inadequate handling has lead to these deformations. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per additional information received, there was a report of an unknown prolongation of hospital stay.